Event description:
During review of the vns patient's programming history on (B)(6), 2012 it was discovered that a generator diagnostics test was performed on (B)(6), 2007 which changed the patient's settings. No final interrogation was performed and it wasn't until the patient's following visit on (B)(6), 2007 that the incorrect settings were noticed and the patient was reprogrammed to the correct settings.

Manufacturer narrative:
Analysis of programming history.